Manufacturer narrative:
(B)(4).

Event description:
It was reported that after inserting the catheter and swg, there was difficulty when trying to remove the swg from the catheter. As a result, the entire catheter and swg were removed simultaneously, and a new kit was opened and used without issue to perform the procedure successfully. There was no reported delay, death, or complication to the patient as a result of this issue or occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore it is reportable.